Event description:
It was reported that during the implant attempt, it was not possible to connect the device with the lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed.and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).